Event description:
It was reported that during an ex-lap gastrectomy procedure, the device misfired twice. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Date sent: 04/17/2012 premature sled movement. Additional information was requested and the following was obtained: please clarify misfired? Device formed some not all of staples did the device fire at all? Partially. What firing did this occur? 1st. What color cartridge was being used? Green. Any noises heard? No. Any buttressing material being used? No. The device was received for analysis with no visual non-conformances and with two cartridges reloads present. The cartridges reloads were received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading them into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.